Manufacturer narrative:
Follow-up type: additional information. Device evaluation. Additional manufacturer narrative - additional information, device evaluation the pusher was returned inside of a biohazard bag and a shipping box. There was no implant coil, instant detachers, microcatheter, or accessories returned with the device. The proximal end of the pusher found to be broken along with the ai, coupler tube and positive load indicator missing from the pusher. The pushed appeared to be broken distal to the break indicator at the manual detachment location; but retained by the release wire; indicative of manual detachment attempt. Kinks and bends were found along the length of the pusher. The coin was pulled back from the lumen stop. No damage was found with the coin. The shield coil appeared to be present and stretched. The implant coil was detached and not returned for investigation as it was implanted in the patient. Based on the analysis findings, the axium prime coil was not confirmed to have non-detachment. The event causes could not be determined. The pusher was returned with the implant coil already detached. The pusher was bent at several locations; indicative of high tortuosity. Since the ai, coupler tube, positive load indicator, implant coil and instant detachers were not returned. Therefore, any contribution of the ai, coupler tube, positive load indicator, implant coil and instant detachers to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in ophthalmic artery segments, measuring 3.4mmx2.7mm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detach the coil two times with first instant detacher and one time with second instant detacher, but coil did not detach. Then physician attempted with manual detachment method two times but still coil did not detach. Finally, the coil detach was achieved by rotating and twisting the pushwire. The coil detached at aneurysm neck edge and implanted in the aneurysm at target location. There were no reports of patient injury in association with this event.